Event description:
Same case as MFR ID # 2134265-2012-06597. It was reported that during a balloon angioplasty procedure, removal difficulty and detachment occurred. The target lesion was located in lower limb. The 10-4/5.8/75 ultra-thin diamond was used successfully. Upon removal of the balloon the physician encountered difficulty withdrawing through the sheath. Upon removal it was noted that the distal end of the balloon had broken away and had to be removed from the patient. A second 10-4/5.8/75 ultra-thin diamond balloon was used and ruptured upon inflation. Upon removal the balloon stuck in the sheath. The balloon and the sheath were removed from the patient. The procedure was completed with another 10-4/5.8/75 ultra-thin diamond balloon. No patient complications were reported and the patient status is stable.

Event description:
Same case as MFR ID # 2134265-2012-06597. It was reported that during a balloon angioplasty procedure, removal difficulty and detachment occurred. The target lesion was located in lower limb. The 10-4/5.8/75 ultra-thin diamond was used successfully. Upon removal of the balloon the physician encountered difficulty withdrawing through the sheath. Upon removal it was noted that the distal end of the balloon had broken away and had to be removed from the patient. A second 10-4/5.8/75 ultra-thin diamond balloon was used and ruptured upon inflation. Upon removal the balloon stuck in the sheath. The balloon and the sheath were removed from the patient. The procedure was completed with another 10-4/5.8/75 ultra-thin diamond balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that a break had occurred in the shaft. The break location measured 78.6cm distal to the strain relief. The shaft appeared to be severely stretched at the break site. A complete balloon circumferential tear was noted at 4.1cm distal to the proximal edge of the proximal balloon sleeve. The distal section of the shaft break, including the distal section of the balloon tear was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).